Event description:
It was reported that a signal loss occurred. The sensor was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported by the parent that multiple device(s) were displaying signal loss 1-3 hours which occurred the day after the sensor was inserted in the arm. The pediatric patient use insulet omnipod5 and the parent was reportedly unable/unwilling to answer if it was in modified closed loop. The patient woke up 4am feeling thirsty tired. The parent was getting signal loss on the g7app and the pump was also not getting any signal. It was not described whether the devices were alerting/alarming. The bg was high/540 mg/dl. The parent gave 3 units inulin and water. The bg was still not coming down, so they brought her to the hospital at 8 am. Upon arrival, the signal had returned and the egv was high. She had dka and was given IV fluids and potassium. She was transported to another hospital and had a bunch of labs (bloodwork). She was given insulin IV fluids and potassium and staff checked her sugar via bgm every 4hrs. The next day, she was discharged with bg 200 mg/dl. Data was provided for investigation. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.